Event description:
Pt presented to the hosp for aortic valve replacement for aortic stenosis and bicuspid aortic valve. Attempt was made via transcatheter aortic valve replacement with 26 corevalve evolut pro. Operative note documents on first placement the valve was deployed but ejected into the aortic and needed to be recaptured. This recurred during second attempted placement. Pt developed aortic insufficiency and st changes. The procedure was converted to emergent sternotomy and placement of inspiris valve. The mitral valve had a tear. Pt required CPR and had a lacerated spleen with hemoperitoneum necessitating splenectomy eventually dying about 6 days after the procedure.